Event description:
Patient complained of swelling and inflammation (moderate).

Manufacturer narrative:
The patient complained of moderate swelling and inflammation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient included swelling. On (B)(6) 2021 the patient complained of mild swelling. On his 1st post-op follow-up on (B)(6) 2021, the surgeon noted in progress notes, "the implant is positioned well. There are no signs of inflammation or swelling. The edges are nice and soft. The scrotal incision line is healing well with no inflammation or swelling." Patient was seen again on (B)(6) 2021, where it was noted again that there was "no inflammation or swelling." The complaint was recorded on the day of the operation. Swelling is a common and anticipated side effect of any surgical procedure, especially when healing and recovery is just beginning. The post-operative handbook that was given to the patient states, "you may experience some swelling and/or bruising of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure." Per progress reports, the patient did not complain of further swelling after the initial complaint. The root cause can be attributed to expected post-surgical events in any implanted medical device within the first weeks of recovery. These events were temporary and not prolonged or permanent events as they were not reported in later weeks.